Event description:
The passeo-18 peripheral balloon catheter was selected for treatment of a mildly calcified lesion (80% stenosis degree) in a mildly tortuous segment of the femoral artery. During catheter advancement, the distal end of the balloon was damaged and deformed, preventing it from inflation and expansion.

Event description:
The passeo-18 peripheral balloon catheter was selected for treatment of a mildly calcified lesion (80% stenosis degree) in a mildly tortuous segment of the femoral artery. During catheter advancement, the distal end of the balloon was damaged and deformed, preventing it from inflation and expansion.

Manufacturer narrative:
Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each device is tested for air tightness by means of a pressure test and a helium leak test. Based on the conducted investigations, no material or manufacturing related root cause could be determined.